Event description:
As reported, device was delivering continuous ventilation and not cycling providing compressions.

Manufacturer narrative:
Units are being used for unk extended periods causing pre-mature wear on components. Opinion of ER head nurse that failure of device did not cause or contribute to death of pt. Complaint confirmed c:v ratio 1:1. Excessive wear on ratchets causing driving pawls to stop rotating sequncer spool. Replace lon due to worn ratchets. Clean and lube piston and dome assembly. Dominant frequency 1.44 high frequency .08. Unit rec'd with compression to vent ratio running at 1:1. Vent data could not be taken.